Manufacturer narrative:
P-cap was attached and locked into place properly during testing. Unit powers up properly after battery installation. Unit was downloaded successfully using thump software for reference. The adapt tool was utilized to search for any alarms that may have occurred around the complaint date. The adapt tool revealed that pump error 43 was recorded on (B)(6) 2025 17:38:55.000 to (B)(6) 2025 17:02:31.000. Unit passed the self test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and displacement test. No unexpected errors were noted during testing. The pump was cut open to perform a visual inspection, and no moisture damage was found along the motor assembly, however unit was separated to the motor assembly. The following cosmetic damages were noted during visual inspection: pillowing keypad overlay and scratched case.in summary, the customer¿s allegation of pump error 43 was confirmed due to motor assembly defect, isolated to the motor assembly.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was performed and customer was able to clear the alarm error and successfully completed the fill cannula delivery test. No harm requiring medical intervention was reported. Mmt-1805 was requested, and customer response was the device will be returned